Manufacturer narrative:
Concomitant products: product ID 37752, serial #(B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) flipped in the first year of implant. The patient had to go back and get the battery charged due to the flip. Additional information has been requested.